Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A photographic inspection of the returned instrument noted the anvil cover and anvil tip were disengaged. It was noted in the photographs the loading unit was fully applied and the interlock was engaged. A functional evaluation could not be performed since the instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur due to excessive force or rough handling during use. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic colon resection, the colon was pulled out for colon-colonic anastomosis, bleeding occurred after the first anastomosis which is less than 500cc, and the second time, the anvil end of stapler was broken in the intestinal cavity during anastomosis. The white plastic component at the end of the anvil fell into the intestinal cavity and caused damage to the intestinal cavity. The part that fell was found and removed from the cavity. The incision was extended beyond 1 inch (2.54cm). To complete the surgery to re-establish the intestinal passage, a circular stapler was used for anastomosis.